Event description:
It was reported to philips that the system displayed an alert message "only partial geometry movement is possible". The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary diagnostic procedure, which was completed with less than a 20-minute delay after using another system. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to perform c-arm geometry movements. Upon troubleshooting, the fse found that the system displayed an alert message, "only partial geometry movement is possible", preventing c-arm geometry movements. An issue with the geometry tso (geo operator control) was identified upon reviewing the log file. To resolve the issue, the fse replaced the faulty tso. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.